Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that on (B)(6) 2024, a peripheral central venous catheter was placed for chemotherapy. On july 23, the patient had pain on touch above the catheter, swelling of the arm, ultrasound showed that the right axillary vein and brachiocephalic vein had a PICC tube placed with thrombosis in the appendage, and there were changes in the echogenicity of the biceps brachii around the PICC tube, which was considered to be blood seepage, and the vascular surgical department consulted the patient. After the infusion of fluids on july 25, there was pain, swelling, and seepage of fluid from the puncture port. On july 25, after infusion, there was pain, swelling, and oozing from the puncture site. The catheter was slowly pulled out 2.5 cm and was found to be ruptured. Due to thrombosis, the catheter was not removed for the time being. The catheter was properly fixed and waited for the provider to arrive for inspection. The catheter was later removed from the patient.

Event description:
It was reported that on (B)(6) 2024, a peripheral central venous catheter was placed for chemotherapy. On (B)(6) the patient had pain on touch above the catheter, swelling of the arm, ultrasound showed that the right axillary vein and brachiocephalic vein had a PICC tube placed with thrombosis in the appendage, and there were changes in the echogenicity of the biceps brachii around the PICC tube, which was considered to be blood seepage, and the vascular surgical department consulted the patient. After the infusion of fluids on july 25, there was pain, swelling, and seepage of fluid from the puncture port. On (B)(6) after infusion, there was pain, swelling, and oozing from the puncture site. The catheter was slowly pulled out 2.5 cm and was found to be ruptured. Due to thrombosis, the catheter was not removed for the time being. The catheter was properly fixed and waited for the provider to arrive for inspection. The catheter was later removed from the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed but the cause is unknown. The product returned for evaluation was a 4fr sl powerpicc catheter. The returned product sample was evaluated and two kinks with longitudinal splits were observed in the catheter. No distinguishing features were seen during the investigation which supported a specific root cause of the observed damage. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.